Event description:
It was reported that this artificial urinary sphincter was removed due to incontinence. It was found that the original cuff no longer provided full coaptation due to urethral atrophy. All components explanted and replaced with the cuff downsized to 4.5 cm. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.